Manufacturer narrative:
Product event summary: the pump and the controller were not returned for evaluation. Log file analysis revealed an electrical fault alarm on (B)(6) 2017 at 13:26:54 due to an open phase in the front stator, resulting in single stator operation. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarm due to the increased power consumption required to run on a single stator. Two vad disconnect alarms were recorded following the electrical fault alarm at 13:27:01 and 13:45:59 respectively due to physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. Based on risk documentation, the most likely root cause of the reported "electrical fault" event can be attributed to a marginal driveline connection or contamination inside the driveline connector. Additional products: controller 1.0 (B)(4) h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 1.0, controller 1.0 / (B)(4) / model #: 1403us / catalog #: 1403us / expiration date: 2017-07-31, UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2016-07-31, (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital for an unrelated ventricular assist device (vad) issue. The patient was turned to their left side and experienced high watt, electrical fault and vad stop alarms. The vad stop alarms were triggered due to disconnection of the driveline. It was further reported that all the alarms resolved when the patient was placed back in supine position. The vad, driveline and the controller remains in use. No patient complications have been reported as a result of this event.